Event description:
Per end user the plastic piece on the mouth part is cracked and spilt so the end user has put tape on it to keep it together. While washing unit the black disc that sits over filter came off and she has tape over it now.